Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) esc and act buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify low battery alarm, low reservoir alarm due to unresponsive button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose level was 166 mg/dl at the time of incident. The customer stated that insulin pump had button error, low battery, low reservoir. Customer stated that time clock was advancing. The customer advised the insulin pump will need to be replaced. The customer advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.